Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noticed that the toric mark was not correct at the time of implantation, but then the patient's pupil was contracted more and more, and the mark was only visible at the innermost one or not. The same situation was observed in the postoperative mydriasis. The surgery was performed and completed without product replacement. There is no patient harm. The fixation position was determined with verifeye lynk because the facility had verifeye lynk. Additional information has been requested.